Event description:
The lay user/pt contacted lifescan on october 31, 2006 and alleged that his one touch ultrasoft lancing device was defective. The medical affairs specialist was not able to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt felt that the lancing device was defective and that it should not have a seam down the middle because the device tends to split easily. He reported that he was unable to twist the lancet into the holder and "the seams get worn and breaks into 2." Approx 6 mos ago, the pt called 911 when his lancing device did not work and he was unable to test his blood. The pt had a "diabetic seizure" and had experienced symptoms of shaking, dizzy, and frequent urination. It is not clear what the pt meant by "diabetic seizure." He was tested on the paramedic's meter, but did not recall the result. The pt also did not recall what they told him to do, but he thinks he was told to take some food to raise his blood glucose. There is no further info provided regarding the event. At the time of troubleshooting, it was verified that this was not a new product. Based in the info provided, there was no misuse of the product. Although there is insufficient info regarding the info leading to the symptoms, the result on the paramedic's meter, and the treatment/advice given to the pt, this complaint is reported because the pt alleged that he was not able to test his blood glucose, due to the lancing device issue and experienced a "diabetic seizure." The lancing device was replaced for the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the lancing device for eval, but has not yet received it. If the product is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform the FDA of the results in a supplemental report.